Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The customer reported product problem (failed volume accuracy) was not evidenced in the event history log (ehl). Accuracy and functional tests performed. The reported problem regarding the delivery accuracy issue was not reproduced during functional testing. Three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the cadd solis vip pump failed the volume accuracy test. No patient injury or complications were reported in relation to this event.